Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
Customer reported that system did not fluoroscopy due to a defective x-ray tube.